Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8337913, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-03. Medical device lot #: 8134815, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-14.

Event description:
It was reported that 2 syringe 1ml 31ga 6mm 10bag 500 ap experienced a breach in sterility which was noted prior to use. The following information was provided by the initial reporter: due to needle stick injury on separate complaint, customer found another bags with needle shield separates from the hub. The pharmacists took out all the other bd insulin syringes bags in the shelf, and discovered 3 more bags of different skus with defects: 2 bags of sku 324903 with the orange caps detached and needles exposed.